Event description:
It was reported that the patient had fallen and was getting a ¿numbing feeling¿ in their legs and feet (lower extremities) post fall. It was also noted that they had a loss of stimulation, loss of therapeutic effect, less than 50% therapy relief, and stimulation in the wrong location from their implantable neurostimulator (ins) as a result of the fall. The patient was instructed to turn the stimulation off. Follow up information reported that the patient met with their surgeon and the manufacturer¿s representative on (B)(6) 2014 where it was determined that high impedances (¿over 4000¿) were seen on all combinations. The patient was scheduled for a replacement/revision procedure on (B)(6) 2014. There were no further interventions or an outcome reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant products: product ID: 3889-28, lot# va0d0dz, implanted: (B)(6) 2013, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
It was later reported that the manufacturer representative met with the health care provider and the patient couple days prior to this call, the patient was doing great post-operatively and was receiving benefit from her device. She was feeling stimulation at low levels on each program and seeing a reduction in her symptoms. The devices explanted and would not be returned.